Event description:
It was reported that the packaged lead was opened and missing lead stickers. The lead was not used and returned.

Manufacturer narrative:
Final analysis found the lead was returned in its unopened sterile trays without the outer box and labels. It could not be determined if the lead was shipped without the labels. (B)(6).